Manufacturer narrative:
(B)(4) - lipoma. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent open repair of an umbilical hernia on (B)(6) 2009 by intraperitoneal placement of a mesh. Post-operatively, the pt reported disabling symptoms of sensation of mesh, pain and movement limitations while exercising approx 1 year after placement. Also, the pt complained of pain above the umbilicus. The pt underwent a diagnostic laparoscopy on (B)(6) 2010. The mesh was reported be well flattened out and no recurrent hernia was identified. The surgeon reports the presence of a lipoma between the mesh and the skin. The lipoma was excised. The event was resolved on (B)(6) 2010.